Event description:
A malfunction was reported and identified as ¿malfunction 16-0x20e6.¿ there was no adverse impact to the customer¿s blood glucose level. Tandem technical support decided to replace the pump, which was still under warranty. The customer was informed about storing and returning the malfunctioning pump using a pre-paid label. They acknowledged the instructions and chose to use multiple daily injections as a backup method to ensure insulin delivery was not interrupted.